Event description:
Boston scientific received information that this right ventricular lead perforated and displayed muscle stimulation. A revision procedure was performed and this lead was explanted and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation and deformations of the conductor coil which occurred most likely during surgery. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.